Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received two appropriate shocks for a ventricular arrythmia. The first delivered shock was unsuccessful at converting the patient, however a second delivered shock in reversed polarity was able to successfully convert the patient back to sinus rhythm. The field was inquiring with boston scientific technical services (ts) as to the operation of the s-ICD in this episode. X-ray imaging was also provided for review. The s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated the patient had actually received inappropriate shocks due to t-wave oversensing and changes in amplitude morphology measurements. Troubleshooting options have been discussed and the s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.